Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. As per the investigation procedure non-penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.4., b.3., b.6., d.9., h.2., h.3., h.6.

Event description:
Patient reported right side intracapsular rupture confirmed with an MRI . Physician reported right side rupture. The device has been explanted.

Event description:
Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side intracapsular rupture confirmed with an MRI . Physician reported right side rupture. Device remains implanted.